Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with a lowest blood glucose of 60 mg/dl lasting approximately 45 minutes, occurring while the user was taking a six-day course of oral steroids and was new to the device; the user treated with rapid-acting carbohydrates (glucose tablets), and follow-up showed recovery to 87 mg/dl. Symptoms included mild dizziness. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education by support personnel with follow-up confirmation of stabilization and no alerts or alarms reported. Investigation of this case revealed no device malfunction could be identified and the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with guidance, the device function was not contradicted by available information, and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.